Event description:
It was reported that during a gastrectomy procedure, the washer could not be cut as the firing was so hard at billroth-1 method. Suturing was performed to anastomose. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.